Event description:
Clinical study.it was reporetd that 2 days after a coronary drug eluting stenting treatment procedure, the pt had stent thrombosis in the target lesion and expired. The lesion being treated in the index procedure was a 3.0mm, 80& stenosed, 10mm long portion of the mid left anterior descending artery (mid lad) with mild vessel tortuosity and mild calcification present. The physician treated the target lesion with pre-dilatation and successful placement of a taxus liberte' 8.8% 3.00x12mm drug eluting stent. The post-procedure target lesion had 10% diameter stenosis. There was no reported complications. The pt was discharged the next day on aspirin and plavix. Two days after the initial procedure, the pt had stent thrombosis in the target lesion and expired. In the opinion of the physician, the relationship of the stent thrombosis to the taxus liberte' stent was probable. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.